Event description:
It was reported that device interrogation revealed oversensing of noise and decreased r-wave amplitude. Externalized conductors were suspected but not confirmed during the replacement procedure. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.